Event description:
Gastrectomy performed by a mini laparotomy and extra corporeal insertion of cs25 dlu. When anvil of dlu was purse-stringed into the esophagus, the dlu would not close. Procedure was converted from mini laparotomy to open; dlu was attached, closed, and anastomosis was created. Blue dye test was ok; donuts were complete. Oversewing of the esophagus occurred, as esophagus tore when dlu anvil was purse-stringed.